Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot# n4g1704y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, there were firing issues as the powered stapler stopped during firing, leading to extended surgical time. The device was replaced with a new clamshell and powered handle to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the data saved to the handle was analyzed and it was noted that the user released the close key prior to reaching the end of a reload. It was noted that the user did not attempt to continue firing and pressed the open key. This caused the knife blade to retract before it reached end stop. It was reported that there were firing issues as the powered stapler stopped during firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: press down to fire and begin firing the stapler, the reload recognition bar fills green indicating firing progress. Complete the fire when the knife reaches end of the reload and the reload recognition bar is completely filled green for the appropriate distance. Press up to retract the knife, the reload status bar and system status changes to inactive status indicating the device is no longer fully ready for use. Upon completion of firing, the device with notify the user with an audible completion tone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.